Event description:
It was reported that "the user grasped the handle but the staple was not fired during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient, and no injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 32 staples remaining in the cover block, indicating that at least 3 staples were fired by the end user. The trigger was returned partially engaged. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, but no staples fired. It was identified that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool and firing down correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Flash was observed within the cover block. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Additionally, die casting anomalies were discovered on the forming tool. CAPA was opened under teleflex quality systems by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. Both the cover block component and the forming tool component were investigated as part of CAPA. CAPA identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the user grasped the handle but the staple was not fired during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient, and no injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 staplers were taken from the current production from part number 528236 visistat 35w non-sterile lot# 73j2300667 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the user grasped the handle but the staple was not fired during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient, and no injury to the patient was reported". The patient status is reported as "fine".